Event description:
Iab was inserted in 2006. On morning of 4/15/06, iabp tracking looked poor w/a significant difference between iabp & femoral pressure readings. Iab was flushed w/some improvement. Pt became more unstable w/ multiple rhythm and pressure problems related to poor ventricle. Nurses noted they could only get iabp waveform tracking on console. They checked for patency of arterial portion of iab & got air. Iab began to fill with blood. Iabp was turned off & iab removed within 30 minutes. Unk if another iab inserted. There were no reported pt complications.